Event description:
Catheter insertion was successful and nurse withdrew stylet with right hand. While placing stylet down at bedside, stuck middle finger of left hand. Clip had not covered tip of stylet, nurse then slid clip down to cover tip after needlestick occurred. Facility protocol followed to treat needlestick.